Manufacturer narrative:
A review of the information provided was performed, and the sensor was within the tolerance for cm mean. No device analysis results are available because the device remains implanted. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 33.67mhz and 33.79mhz during the review of the applicable reading(s). Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor reading matched the readings from the right heart catheter and no recalibration was performed.